Event description:
Resistance was being met when withdrawing the ECMO cannula and the cannula fractured leaving a portion in the patient's svc. Mc3 cardiopulmonary crescent 28 fr dual lumen catheter medtronic inserted during ECMO cannulation and fractured during positioning.

Event description:
Resistance was being met when withdrawing the ECMO cannula and the cannula fractured leaving a portion in the patient's svc. Mc3 cardiopulmonary crescent 28 fr dual lumen catheter medtronic inserted during ECMO cannulation and fractured during positioning.